Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed using a non-bsc non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed using a non-bsc non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 6mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).